Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-05687. It was reported that the patient was experiencing ineffective therapy. High impedances were noted. As a result, the patient underwent surgical intervention during which the system was explanted. It was noted the physician had difficulty pulling the leads out of the ipg pocket. The procedure was extended for 10 minutes and the procedure completed with no further complications.

Manufacturer narrative:
The report of ¿ineffective therapy¿ was confirmed. Analysis of the returned lead (b) found it had been cut during the explant procedure resulting in two segments. Microscopic inspection of the stimulation end segment found a kink on the outer tubing where all internal wires were broken. The fractures were consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.